Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implantation. After positioning the right ventricle lead, the lead experienced loss of capture, loss of sensing, and low impedance. The lead was not used and another lead was used instead. The patient was stable post procedure.